Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2010 to 2013. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower right side of stomach") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and female sexual dysfunction outcome was unknown and the cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and abdominal pain lower was resolving. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation (fallopian tube(s)), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, lower right side of stomach. Historical drug, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.